Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient received a pump exchange on (B)(6) 2020 due to driveline fault. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of driveline fault alarms could not be confirmed as no log files were provided by the account. Furthermore, a specific cause for these events could not be conclusively determined. The account reported that the patient underwent a pump exchange on (B)(6) 2020 due to driveline faults. Multiple attempts were made to obtain additional information regarding the reported events as well as the product¿s return status; however, no further information was provided by the account and pump has not been returned to date. If heartmate ii lvas, serial number (B)(6), is returned at a later date, this investigation will be reopened to include the evaluation of the device. The hmii lvas IFU and patient handbook address all visual and audible system alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.